Event description:
It was reported that pt developed an abscess following an implant procedure using pelvicol tissue. The repotrer questioned whether product was safe to use as if had expired per the product labeling. Additional info has been requested on this event but no response has been received.